Manufacturer narrative:
Product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID 7435, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer, patient. Product ID 3487dbq, lot# n24381, implanted: (B)(6) 2000, product type: lead. (B)(4).

Event description:
It was reported that about a year prior to the report, the patient was having "problems" with the leads. The patient saw a healthcare provider (hcp) in (B)(6) 2012 who stated that the leads could either be removed, which could be worse, or moved up. However, the latter option would have caused the leads to be near where the patient's pain was. No further information was reported. If additional information becomes available, a follow-up report will be submitted.